Event description:
It was reported that during an unknown procedure, the clips did not close. No further information. No consequences for the patient. It is not known how the procedure was completed. There were no adverse consequences to the patient. It is not known how the procedure was completed.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time.